Event description:
As reported, manta did not seal the puncture site. The surgeon performed a cutdown and removed the manta and closed the puncture site. No issues with the edwards lifesciences valve. The patient was alive at end of procedure. The valve was successfully implanted. There was no central leak. There was no use error that lead to any negative outcomes or patient injury. There was no device malfunction/difficulty using the device during case. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).